Event description:
Immediately following implantation, it was determined that the device was not placed optimally within the pt's cochlea. Three days later, the device was removed and the pt was successfully re-implanted.